Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on january 16, 2017 revealed that the sample graft and calibration check could not be performed do to a bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 16, 2017 which included replacement of the damaged comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. Post repair analysis of the skin graft mesher revealed that the device produced a passing sample mesh and was within calibration specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Device received; however, not yet evaluated.

Event description:
It was initially reported that a part of handle was broken. Initial inspection of the returned skin graft mesher on january 16, 2017 revealed that the comb was bent. Additional information received january 20, 2017 explained further that during surgery the comb tore the skin fragment instead of flattening the skin fragment before it is cut. An additional unplanned graft was taken. However, there was no delay in surgery and an alternate product was able to be used to complete the surgery. Further additional information received january 24, 2017 states the blade was quite possibly improperly placed prior to use.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Skin graft mesher, serial number (B)(4), was manufactured on december 18, 2009, and was over (B)(4) years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed initial qa inspection of the skin graft mesher revealed that the sample graft and calibration check could not be performed do to a bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that part of the handle was broken¿ was confirmed since during the initial inspection it was noted that the comb was bent. Follow-up clarified that the reported event was referring to the device not meshing as the comb tore the skin graft. While during the initial inspection it was noted that the comb was bent, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.